Event description:
It was reported that the leads had migrated upward after two reported patient falls. After the two falls, the patient had less than (B)(6) therapy relief and was experiencing undesirable stimulation in his upper back/rib areas. Diagnostic testing and troubleshooting performed included impedance testing, x-rays, and reprogramming. Reprogramming was unsuccessful. X-rays indicated the leads had migrated up one whole vertebral level. The product issue was not resolved at the initial time of report. The patient¿s status was alive with no injury. Actions planned but not yet taken included lead revision; a possible paddle lead replacement was recommended. It was further reported that no procedures were scheduled yet. The patient is scheduled to meet with the physician for a follow-up appointment in the coming weeks, and a decision will be made then. No patient outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).